Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: it was reported that when centrifuging the serum separates into a gel like consistency and they have to centrifuge it again to complete the full separation. Blood collection w/ cats and dogs, and when they go to separate the tubes, the serum, and some it separates into a gel like consistency, and usually the centrifuge it again and it completes the full separation. Wondering how to get it to separate the first time, they've tried different temperatures/placing on ice/etc, also tried increasing centrifuge beads from 1300 to 3000g.

Manufacturer narrative:
Date of event: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: it was reported that when centrifuging the serum separates into a gel like consistency and they have to centrifuge it again to complete the full separation. Blood collection w/ cats and dogs, and when they go to separate the tubes, the serum, and some it separates into a gel like consistency, and usually the centrifuge it again and it completes the full separation. Wondering how to get it to separate the first time, they've tried different temperatures/placing on ice/etc, also tried increasing centrifuge beads from 1300 to 3000g.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.